Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): 24hr tpn infusion that started in ICU on (B)(6) 2018 at 3pm. The tpn infusion ended 3hrs ahead of the stipulated time. However, the tubing was loaded in a twisted manner.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Based on the provided log files no flow deviation could not be traced. Further a picture of the current infusion was attached at the notification. Based of the picture it could be detected that the infusion was done with a twisted line. No sample was provided for investigation, a detailed investigation of the issue could not be performed. Therefore, we consider the complaint as not confirmed.